Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was explanted and replaced with a smaller cuff. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for balloon: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).